Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt105 adult inspiratory-heated breathing circuit vibrated rapidly after one hour of use, causing a pb840 ventilator to alarm. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 adult inspiratory-heated breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and submerged in a waterbath to test for leaks. Results: a leak was found in the expiratory water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. A lot check revealed no other complaints of this nature for lot number 100909. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms. (B)(4).